Event description:
Additional information received from the patient reported that they were unable to get a good charge and the coupling was running between 2 and 8 bars with changes in movement. The patient had tried moving the recharger around to get a better charge. They had also tried sweat pants and a tight shirt with the ¿band¿ on and off. None of these methods helped much. The patient was still having trouble getting 8 coupling bars but their doctor told them that 6 coupling bars was good. The patient liked adhesive patches for recharging.

Event description:
Information was received from a health care professional (hcp) and a patient who was implanted with a neurostimulator for spinal pain. It was reported that the patient was only getting 2-6 coupling bars and they should be getting 8 bars. It was taking the patient 2-3 hours to get the implantable neurostimulator (ins) charged. The patient stated that they were having a problem getting strong connection once a week. During trouble shooting the patient got 6 bars and then got 8 bars when they rotated the antenna a quarter turn. A minute later the patient lost bars and it was reported that the coupling fluctuated when the patient breathed. An antenna locate was performed with a result of 40 and 4 coupling bars. It was reported that the ins was tiled. There were no patient symptoms reported. It was reported that the issues had started over 6 months ago and probably before that in 2015. The managing hcp reported that they had not seen the patient since (B)(6) 2015 and provided information for the hcp that had seen the patient on (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.